Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden increase in shock impedance and pacing impedance on the right ventricular (rv) and left ventricular (lv) lead channels. The impedances were high out of range. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.